Event description:
It was reported that after the iab was inserted and connected to the pump, the pump experienced high pressure alarms. Under fluoroscopy, the balloon was noted not to have unwrapped or inflated. Therefore, the iab was removed. There was no pt complications.